Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken idler roll gear. The instrument housing was removed and found pieces of broken roll gears inside the housing. During a manual articulation of the inputs, the instrument failed to rotate the main tube. It was noted that the broken gear prevented the main tube from articulating. The instrument failed imprecise motion during functional testing on the in-house system due to the broken roll gear. Additional observation related to the customer complaint: the instrument was found to have imprecise motion. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion when the mtm (manual tool manipulator) was twisted in the roll direction, likely due to the broken idler roll gear. The grip tips moved in the direction commanded and opened and closed properly without any issues.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted diaphragmatic hernia repair surgical procedure, a single port maryland bipolar forceps instrument moved in the opposite direction from the console's movement. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.